Manufacturer narrative:
No consequence to patient was reported. Difficult advancement is not labeled. MFR date: unknown as lot is unknown. Event is still under investigation. .

Event description:
During a bedside percutaneous tracheostomy, the guide wire coating is slipping on the guidewire, causing it to bunch and not fit through the sheath. Excessive force was needed to advance the guidewire; which, caused the guidewire to be placed through the back wall of the trachea. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.